Manufacturer narrative:
The device history record for the reported oads could not be reviewed as the lot numbers were not provided. The results of the investigation are inconclusive since the reported devices were not returned for analysis. Based on the information received, the cause of the reported events could not be conclusively determined. Csi ID: (B)(4).

Event description:
Three patient deaths occurred after treatment with the diamondback 360 coronary orbital atherectomy device (oad).